Manufacturer narrative:
Depth analysis was performed on the returned device. Visual inspection of the device shows a clean catheter: the silicon tube contains a perforation area that matches the axis of the insertion chuck. Functional assessment shows a deviation of the specifiation (icp value on screen = 3 witha air test : 0 is expected). An accidental perforation of the surface separating the mandrel channel from that of the csf passage is the likely cause of the leak observed by the user.

Event description:
The pso-pt was reported to be leaking on march 18th. With no specific date of the event. He product was supposedly leaking csf through the groove where the chuck passes. The device was explanted and further information was provided.